Event description:
Pt has a fractured femoral stem. Distal portion of the stem remains in the pt.

Manufacturer narrative:
This complaint is still under investigation. Depuy will notify the FDA of the results of this investigation once it has been completed.